Event description:
The manufacturer received information that a trilogy evo ventilator was returned to a third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. It was reported the device experienced error codes e-206, e-207, and e-325. These error codes indicate both soft power fail and hard power fail; the device turns off and associated audio and visual alarms occurred associated with battery depletion. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. The device has not yet been returned to the manufacturer for evaluation; therefore, the alleged malfunction is not able to be confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation has been completed.

Manufacturer narrative:
It was previously reported on the initial report: the manufacturer received information that a trilogy evo ventilator was returned to a third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. Correction to b5: the manufacturer received information that critical error codes were present in the device error log. There was no patient involvement, and no harm or injury reported.

Manufacturer narrative:
The manufacturer received information that a trilogy evo ventilator was evaluated was returned to a third-party service center for completion of required maintenance and evaluation of customer-reported device error codes. There was no patient involvement, and no harm or injury reported. On device evaluation, critical device error code e-325 was confirmed present in the device error log indicating the power vbus dropped. This issue was not reproduced on device testing during the device evaluation. No components were replaced in the device associated with the recorded error code. The scheduled 4-year device maintenance was completed. Additional findings not related to the malfunction/issue: the proximal filter was replaced due to dust contamination. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.